Event description:
Vaginal sling/mesh/tape implanted on (B)(6) 2010 for sui. Have never been able to urinate normally since procedure. Was unable to urinate on my own so was sent home with a foley catheter in place until able to see surgeon in office. Have never been able to fully empty bladder. Am now experiencing excruciating pain with urination, but not always. Painful intercourse -first opportunity for same occurred within last few days so unaware until then of pain. Also had some bleeding with intercourse.